Event description:
It was reported that a pump experienced recurring system error 105- pic motor error alarms it was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Eval was able to reproduce the reported symptom. The device received was inoperable with "system error 105" alarms caused by a failed motor assembly (flex) which was replaced. The device was determined to not be operating within specification in relation to the reported symptom.